Event description:
A pt reported experiencing inaccurate low results with ot basic enhanced meter. The pt's blood glucose was 0 mg/dl and 106 mg/dl within 2 minutes, with a difference of 92 mg/dl. Pt did not experience any adverse events. No further info has been reported.